Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional observation related to customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Additional finding not related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damage, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is possible that there might have been instrument collision. There was arcing observed during the procedure. No specific surgical task was being performed. The bipolar instrument was in use when the event occurred. There was no harm or injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image is consistent with the alleged complaint of thermal damage on the yaw pulley. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps (mbf) instrument had thermal damage on the yaw pulley. The customer used a backup mbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.